Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pump is over heating. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the over alarm as the customer stated. With reviewing the logs there no temperature faults or alarm recorded. The fse replaced the scroll compressor with filters, replaced the temperature sensor and replaced the pressure drive regulator for precautionary purposes. Functional tested without any further issues or failures. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: scroll compressor, temperature sensor threaded probe and drive regulator. These parts were received with a reported failure of the pump overheating. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual and tested for 3 hours. No failures were confirmed for any part. Retaining the part in the failure analysis and testing department per the company procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.